Event description:
Device 1 of 4. Ref MFR report #s: 1627487-2011-03412, 1627487-2011-07048 and 1627487-2011-07049. The pt received a scs system on (B)(6) 2006. It was reported that the pt's stimulation is in the wrong location. An x-ray revealed that the leads migrated. The pt also allege the charger does not recharge the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.